Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("neurological conditions or problems type: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), neurological conditions or problems type: mood swings, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain, back pain, pelvic pain" were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain') and genital haemorrhage ('severe bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("neurological conditions or problems type: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injuries"). The patient was treated with surgery ((B)(6) 2016 she had hysterectomy and removed the fallopian tubes to remove essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, dysmenorrhoea, dyspareunia, abdominal pain, back pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: laboratory data were added. Added events psych injuries, severe bleeding. Updated event pain/ severe pain (previously reported as pain) and severity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain/pelvic pain') and genital haemorrhage ('severe bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and gallstones. Previously administered products included for an unreported indication: mirena. Concomitant products included clonazepam (klonopin) and estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psych injuries/anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("menorrhagia"), mood swings ("neurological conditions or problems type: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)", abdominal pain ("abdomen pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)" and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have uterine neoplasm ("uterus tumor") and cervix neoplasm ("cervix tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, abdominal pain, back pain, uterine neoplasm and vaginal discharge had resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, cervix neoplasm, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine neoplasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, psych injury, severe pain and bleeding. Discrepancy noted in insertion date: previously it was reported as on (B)(6) 2010 was updated to on (B)(6) 2010. Discrepancy noted in essure removal date: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion.. Imaging procedure: on (B)(6) 2010: essure confirmation test (unspecified) - result not provided.; on (B)(6) 2010: essure confirmation test (unspecified) - result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Events added: apareunia (inability to have sexual intercourse), depression, cervix tumor, uterus tumor and vaginal discharge. Event clubbed and pt term updated: anxiety. Event severity added for: back pain. Event outcome updated for: pain/ severe pain/pelvic pain, abdomen pain, back pain, abnormal bleeding (vaginal), menorrhagia, vaginal discharge, depression, psych injuries/anxiety, mood swings . Medical history, lab data, concomitant and historical drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of essure seen in the left cornu of the uterus') and pelvic pain ('pain/ severe pain/pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gallstones and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included clonazepam (klonopin) and estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psych injuries/anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("neurological conditions or problems type: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("severe bleeding") and was found to have uterine neoplasm ("uterus tumor") and cervix neoplasm ("cervix tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy and laparoscopic assisted vaginal hysterectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, abdominal pain, back pain, uterine neoplasm and vaginal discharge had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, cervix neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine neoplasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, psych injury, severe pain and bleeding. Discrepancy noted in insertion date: previously it was reported as (B)(6) 2010 was updated to (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2016 & (B)(6) 2016, date(s) of removal: (B)(6) 2016 (as per pif). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) - result not provided.; on (B)(6) 2010: essure confirmation test (unspecified) - result not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of essure seen in the left cornu of the uterus') and pelvic pain ('pain/ severe pain/pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gallstones and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included clonazepam (klonopin) and estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psych injuries/anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), mood swings ("neurological conditions or problems type: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdomen pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("severe bleeding") and was found to have uterine neoplasm ("uterus tumor") and cervix neoplasm ("cervix tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy and aparoscopic assisted vaginal hysterectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, abdominal pain, back pain, uterine neoplasm and vaginal discharge had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, cervix neoplasm, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine neoplasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, psych injury, severe pain and bleeding. Discrepancy noted in insertion date: previously it was reported as on (B)(6) 2010 was updated to on (B)(6) 2010. Discrepancy noted in essure removal date: on (B)(6) 2016 date(s) of removal: on (B)(6) 2016 (as per pif). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Imaging procedure: on (B)(6) 2010: essure confirmation test (unspecified) result not provided: on (B)(6) 2010: essure confirmation test (unspecified) result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Reporter information added. Date of removal updated. Event: small piece of essure seen in the left cornu of the uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.